Manufacturer narrative:
Evaluation summary: the reported condition of an inoperable pump head module key pad-stop key was confirmed. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4)

Event description:
(B)(6) 2010, during device evaluation by baxter the pump head module key pad-stop key on a colleague cx volumetric infusion pump single channel was found to be inoperable. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.09.90 categorized as colleague 2006.

Event description:
This is a spontaneous report of peritonitis in a male patient from (B)(6). On an unreported date, the patient began dianeal unknown therapy. On (B)(6) 2010, the patient called baxter (B)(4) technical service center and reported that he was in the hospital due to the peritonitis recently. Per the patient, a physician told that the peritonitis was caused by not keeping the patient's clean flash (uv assist device) clean. When the patient called the baxter (B)(4) technical service center, he stated he had been cleaning his clean flash. No additional information available.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).